Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did return. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display return after insulin pump restart. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage, blank display and exposure to moisture found on (B)(6) 2021. Pump was received with a scratched case. Pump was also received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor or vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no blank display noted. Blank display was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the pump case. Unable to download history files and traces confirmed. Blank display was confirmed, suspected on pcba 2. Pump exposed to moisture not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.